Event description:
The customer claims the device caught fire in a operating room. There was no patient harm.

Manufacturer narrative:
Complaint #(B)(4) received. There were no allegations of patient harm. Device is expected to return to gentherm for evaluation.

Manufacturer narrative:
Gentherm service evaluation: the device was received from the customer on may 6, 2025 and was evaluated on may 7, 2025. The customer's issue was confirmed. Gentherm engineering evaluation: further analysis was conducted by gentherm engineering. The power supply board had (3) failed components and (5) damaged traces. None of the (12) fuses on the power supply board were blown; all had continuity. There was evidence of fluid ingress/spillage. Supplier evaluation: the supplier confirmed the power board overheated due to an electrical short between line and neutral on the power board. The dielectric properties of the power board were compromised from mineral deposits and rust were present on the board componenets. This occurred because the power board was exposed to fluid contamination after shipment to the customer. Summary: it is unknown when or how the power board was exposed to fluid contamination, as evidence supports that it occurred after the device was shipped from gentherm to the customer. The device is ipx0, indicating that it has no water resistance.